Event description:
A customer reported experiencing a cartridge alarm 30 while the pump was in use. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was instructed on how to prepare the current pump for return and was advised on the steps to follow upon receiving the replacement. Additionally, the customer will consult with their healthcare provider for a backup insulin delivery method.